Manufacturer narrative:
Device returned to manufacturer: the returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 3 kinks located 38cm, 77.5cm and 130.5cm from the tip. The tip showed a bends. There was a slight peeling of the coating at the 130.5cm location. The comet wire was connected to the ffr link for signal verification. The signal was present as designed. The wire was removed and replaced into the occ handle with no issues. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire to the test equipment. The wire was inserted into the pressure chamber test equipment and the pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The coefficient was confirmed to be in specification.

Event description:
Reportable based on analysis completed 15 aug 2019. It was reported that during the procedure this comet pressure guidewire did not provide a pressure value. The procedure was completed with another of the same device. There were no patient complications reported. However, the returned device analysis revealed peeling of the device coating.